Event description:
Customer reported intermittent up/down lift. No pt injury was reported.

Manufacturer narrative:
The service rep proactively ordered replacement ps3 power supply, before problem became a "down system". Replaced ps3 and verified its operation with no problems.